Event description:
Adverse event: "no patient injury was reported" (no consequences or impact to patient). Product problems: "reflux during a case" (reflux within device); "bubbles were noted in the infusion line" (air leak). The customer reported reflux during a case. The customer also noted bubbles though they were unsure where the bubbles originated. The bubbles were noted in the infusion line. No patient injury was reported.

Manufacturer narrative:
The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).